Event description:
Review of the pump data logs by tandem technical support showed that the battery was decreasing as expected (approximately 20-32% per day) and the correct succession of alerts and alarms had occurred prior to the pump shutting down. Multiple attempts were made by tandem technical support to relay the information; however, the customer did not answer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge jumped from 35% to 45% while disconnected to a power source. Review of the pump data logs by tandem technical support confirmed the reported issue. There was no reported impact to the customer's blood glucose level.